Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump basal settings need to be reset as customer is experiencing low blood glucose of 50-60 mg/dl. Customer also indicated that sensor has been waking him up. Customer's blood glucose was unknown at the time of incident. Customer was advised to contact a medical professional for the basal change. No further information was given.